Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the tines/lobes of the lead became extrinsically distorted. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analysis noted that the lead was returned damaged with the tine distorted. Blood visible on the electrode tip. The electrical testing results were passed. According to the reported in the event, and the finding during the analysis, distortion of the tine is possible related to the electrical. Complaints. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt the lead exhibited high impedance. Multiple attempts were made to place the lead with no success. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.